Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
Additional information received reported that the customer reverted to using injections for insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 1100 mg/dl and a pump bolus was delivered to address elevated bg. The customer thought that there was a blockage; however, the area of the blockage was not known. The ketones were high and was considered as being dangerous by a healthcare provider. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). An insulin drip was administered. Elevated bg/dka were resolved and the customer was discharged on (B)(6) 2018. The customer resumed pump therapy. The pump supplies were changed. No damage was observed to the cannula. As the pump supplies were changed, tandem technical support was unable to determine a possible cause of the event.